Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant information.

Event description:
Customer reported during a morphine infusion, the nurse noticed that the tubing was leaking. Further examination found a cut in the pvc tubing below the lower fitment. No patient injury reported. Although requested, no further patient/event information was available.